Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 12 mm xience v stent delivery system (sds) was advanced; however, it was noted that the shaft was kinked. A new xience v sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Return device analysis revealed a separated shaft. Additional information reported that the xience v shaft became separated during removal from the packaging, and was incorrectly reported as a no cross event. The device was not used in the patient. No additional information was provided.